Event description:
The device was used during an unspecified procedure. Reportedly, pneumoperitoneum leaked from the instrument. The hosp has not provided any add'l info. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The device was functionally evaluated in co laboratory and the difficulty reported was confirmed. However, the device was inadvertently misplaced during engineering eval and the exact cause could not be reliably determined.